Manufacturer narrative:
Product evaluation: the product was returned. Blood and solution is dried on the lens. One haptic has a crack in the upper distal area. The optic is cut from edge past center of the lens, typical of insertion and removal. Th optic has a split/crack near the cut area on the posterior side of the lens. A qualified associated product was indicated. The reported damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of blood, surgical solution, and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract extraction with intraocular lens (iol) implant procedure, a crack was noted on the lens. There was no patient impact. Another lens was used for the surgery. Additional information was provided that there was patient contact.